Manufacturer narrative:
CAPA: 139725 has been initiated to investigate this issue.

Event description:
An issue associated with cm3100 hospital system resulted in the duplication of a patient profile and a missing profile for another patient in merlin.net patient care network (pcn) heart failure portal. No patient injury was reported. The issue is currently under investigation.

Manufacturer narrative:
Fa-q125-hf-1 cm3100 duplicated patient profile in hf cloud notice issued by abbott on 30 jan 2025. CAPA 139725 has been initiated to investigate this issue.

Event description:
An issue associated with cm3100 hospital system resulted in the duplication of a patient profile (patient a) and a missing profile for another patient (patient b) in merlin.net patient care network (pcn) heart failure portal. No patient injury was reported. The issue is currently under investigation. The site reported that patient a had passed away due to exacerbation of chronic obstructive pulmonary disease (copd). There have been no allegations at this time that the death was related to the duplication of the patient profile. MDR (B)(4) was created for patient b.